Event description:
During a side-to-side anastomosis, the device did not fire properly. When the device was fired, the device cut the tissue, but half of the staple line formed and the other half did not. A new cartridge was loaded to the stapler, it fired successfully. The malfunctioned cartridge caused deformation on the tissue, as a result that portion of tissue was resected. Post operative ceroma (seroma) on the anostomosis line. The surgeon reported there was no connection between the seroma and the product failure. It happened as a result of something else. There was no pt consequence.